Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 18.2cm was returned for analysis. External insulation abrasion was noted at 12.0-12.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 17.8-18.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.